Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded and or loose drive support disk. No compromised force sensor system alarm. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked, and missing end cap sticker.

Event description:
It was reported the insulin pump alarmed during prime and insulin was squirting. Customer was disconnected during prime. The piston kept moving forward after making contact with the reservoir. Insulin squirted out, followed by the alarm. No number or beeps heard on the device. Customer was unable to exit prime. Customer tried using another set. The device was not dropped or bumped, nor water contact. The drive support cap does not appear to be damaged. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.